Event description:
The pt was implanted with an obtape transobturator sling and a caldera t-sling. Subsequently, according to the pt's attorney, the pt experienced pain and dyspareunia. No other info is available.